Manufacturer narrative:
H2, h6 updated component code 527-valve is no longer applicable the valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review, lot history review was not done due to limited information about the lot number. A complaint history review was performed for postimplantation leaflet thickened halt, post implantation leaflet motion restricted in patient and the following are applicable root causes; patient factors: leaflet thickening, patient factors: thrombosis. The complaint for failure frame damage was unable to be confirmed therefore a complaint history review was not performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) was reviewed: IFU, commander delivery system with s3 thv, us, pulmonic. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaints for postimplantation leaflet motion restricted in patient and postimplantation leaflet thickened/halt were confirmed based on medical record. However, the complaint for general risk failureframe damage was unable to confirm due to not imagery was provided. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, one year after implantation of a 26mm s3 valve in the pulmonic position. The stent frame was deformed with incomplete expansion and therefore some element of pinwheeling and grade 2 halt in 2 out of the 3 leaflets with grade 1 reduced leaflet mobility. For complaint postimplantation leaflet thickened/halt: in this case, patient was restarted coumadin (an anticoagulant medication), which suspected that patient was potentially to have thrombosis resulting in the increased gradient. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. As such, available information suggests patient factors (thrombosis) may have contributed to the complaint event. For complaint postimplantation leaflet motion restricted in patient: due to the thickening of leaflets, it could affect the function/ coaptation of leaflets resulting in restricted leaflet motion. In additional, the valve was reported deformed with incomplete expansion and therefore some element of pinwheeling. So, the deployed could be initially under expanded and appeared deformation, the reason behind under expanded/deformed was unknown. The under expanded/deformed valve could cause the suboptimal coaptation of leaflets resulting in pinwheeling and leaflet motion restriction as reported. As such, available information suggests that patient factors (thickened leaflet) and/or procedural factors (under expanded/deformed valve) may have contributed to the complaint event. For complaint general risk failure frame damage, as reported, deformed with incomplete expansion and therefore some element of pinwheeling. Due to lack of the imagery, the degree of deformation was unable to determine or it could be the formation of under expanded valve. In this case, it was likely occurred during initial valve deployment, which could have challenge and constraint to deploy valve at the target site (preexisting nonew device), resulting valve deformed or the valve could not be fully expanded). As such, available information suggests that patient factors (implant site restriction) and/or procedural factors (valve deployment technique) may have contributed to the complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient h3 other text : device remains in patient.

Event description:
Per report received from compassion s3 pas clinical study, computed tomography angiography (cta) confirmed the stent frame was deformed, with incomplete expansion and pinwheeling, and grade 2 hypo-attenuating leaflet thickening (halt) in 2 out of the 3 leaflets with grade 1 reduced leaflet mobility. Also, there was hypokinesis involving the right ventricular outflow tract (rvot) at the site of prior patch repair was noted. Patient reported symptoms and was restarted on coumadin as an anticoagulant to help address the halt. Per the cta, the valve was well seated inside the spvr valve.